Manufacturer narrative:
Additional information received that patient's t12-l1 lead was replaced due to the erosion. No surgical intervention occurred on this lead and not reportable.

Event description:
Additional information received that patient's t12-l1 lead was replaced due to the erosion. No surgical intervention occurred on this lead and not reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2023-05032. It was reported that patient's incision at the lead site had a opening and a loop of lead protruding out. Surgical intervention is planned at a later date to address the issue.